Manufacturer narrative:
The production documents of this lot prove that the right materials / components were used and that the instruments were manufactured in accordance with the given specs for production. Based on the visual inspection we assume that the working part detached from the handle, since the adhesive, which had been used to connect these parts did not stick properly. Conclusion: based on observation and as discussed with the distributor we have initiated following corrective action: from now on, additionally to the use adhesive, the working part is connected to the handle by means of a thread. We think that this is a satisfying solution, which will exclude the re-occurrence of this problem.